Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 20179187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache, gerd, hypertension, viral syndrome, joint pain, dyspepsia, cough, pneumonia, vaginitis, vulvovaginitis, hiatal hernia, arrhythmia, menometrorrhagia, dermatitis, bacterial vaginosis, photophobia, hives, (B)(6), bunionectomy, anemia, vaginal discomfort, cystitis, depressive disorder, heart murmur, insomnia, aura, palpitation, induced abortion and cesarean section. Denies any headache, lightheadedness, dizziness, visual changes, chest pain, shortness of breath, or leg edema. Concomitant products included diazepam, ethinylestradiol; ferrous fumarate; norethisterone acetate (junel fe), ethinylestradiol;ferrous fumarate; norethisterone acetate (microgestin fe), famotidine, hydroxyzine, ibuprofen, lorazepam, nsaids, paracetamol (acetaminophen), propranolol and triamterene. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain/pelvic pain"), abdominal pain ("abdominal pain"), anxiety ("psychology injury, psychological or psychiatric problems condition: anxiety and mental anguish,"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychology injury, psychological or psychiatric problems condition: depression"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2014, the patient experienced genital haemorrhage ("heavy irregular bleeding/bleeding- general abnormal bleed"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping, lower quadrant pain,"), migraine ("migraines"), alopecia ("hair loss"), headache ("headache") and eye swelling ("her eye swole up during a headache"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain lower, migraine, alopecia, abdominal pain, anxiety, hot flush, vaginal haemorrhage, urinary tract infection, depression, headache, nausea, dysmenorrhoea, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, eye swelling, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Optimal placement of bilateral micro-inserts in terms of shape and positioning. No abnormal contrast opacification of fallopian tubes or abnormal contrast extravasation from the fallopian tubes into pelvic floor indicating complete tubal occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received lot number was added. Events "hormonal changes describe: hot flashes, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, psychological or psychiatric problems condition: depression, anxiety) and mental anguish, vaginal discharge, nausea" were added. Concomitant drugs, medical history, lab data and reporter information were added. Patient aka name was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pelvic pain/female pelvic pain') and heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (batch no. 20179187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache, gerd, hypertension, viral syndrome, joint pain, dyspepsia, cough, pneumonia, vaginitis, vulvovaginitis, hiatal hernia, arrhythmia, menometrorrhagia, hand dermatitis, bacterial vaginosis, photophobia, hives, sexually transmitted disease, bunionectomy, anemia, vaginal discomfort, cystitis, depressive disorder, heart murmur, insomnia, aura, palpitation, induced abortion, cesarean section, candida vaginal, menometrorrhagia, vaginal discharge, migraine, alopecia, hiatal hernia, phonophobia, pelvic pain female, uti, paratubal cyst, allergic reaction to analgesics, dysmenorrhea and fitz-hugh-curtis syndrome. Denies any headache, lightheadedness, dizziness, visual changes, chest pain, shortness of breath, or leg edema. Concomitant products included diazepam, ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe), ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe), famotidine, hydroxyzine, ibuprofen, lorazepam, nsaids, paracetamol (acetaminophen), propranolol and triamterene. On (B)(6) 2010, the patient had essure inserted. In august 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), anxiety ("psychology injury, psychological or psychiatric problems condition: anxiety and mental anguish,"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychology injury, psychological or psychiatric problems condition: depression"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2014, the patient experienced genital haemorrhage ("heavy irregular bleeding/bleeding- general abnormal bleed"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping, lower quadrant pain,"), migraine ("migraines"), alopecia ("hair loss"), headache ("headache") and eye swelling ("her eye swole up during a headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy total abdominal laparoscopic w bilateral salpingectomy (bilateral) and ablation). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, heavy menstrual bleeding, genital haemorrhage, abdominal pain lower, migraine, alopecia, abdominal pain, anxiety, hot flush, vaginal haemorrhage, urinary tract infection, depression, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, eye swelling, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hot flush, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, bladder/urinary problem, psych injury, fatigue, weight gain, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Optimal placement of bilateral micro-inserts in terms of shape and positioning. No abnormal contrast opacification of fallopian tubes or abnormal contrast extravasation from the fallopian tubes into pelvic floor indicating complete tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2021: medical record received: previously reported event 'pelvic pain' was made medically significant and intervention required. Removal date, medical history was added. Action taken with drug was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 20179187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache, gerd, hypertension, viral syndrome, joint pain, dyspepsia, cough, pneumonia, vaginitis, vulvovaginitis, hiatal hernia, arrhythmia, menometrorrhagia, hand dermatitis, bacterial vaginosis, photophobia, hives, sexually transmitted disease, bunionectomy, anemia, vaginal discomfort, cystitis, depressive disorder, heart murmur, insomnia, aura, palpitation, induced abortion and cesarean section. Denies any headache, lightheadedness, dizziness, visual changes, chest pain, shortness of breath, or leg edema. Concomitant products included diazepam, ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe), ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe), famotidine, hydroxyzine, ibuprofen, lorazepam, nsaids, paracetamol (acetaminophen), propranolol and triamterene. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain/pelvic pain"), abdominal pain ("abdominal pain"), anxiety ("psychology injury, psychological or psychiatric problems condition: anxiety and mental anguish,"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychology injury, psychological or psychiatric problems condition: depression"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2014, the patient experienced genital haemorrhage ("heavy irregular bleeding/bleeding- general abnormal bleed"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping, lower quadrant pain,"), migraine ("migraines"), alopecia ("hair loss"), headache ("headache") and eye swelling ("her eye swole up during a headache"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain lower, migraine, alopecia, abdominal pain, anxiety, hot flush, vaginal haemorrhage, urinary tract infection, depression, headache, nausea, dysmenorrhoea, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, eye swelling, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Optimal placement of bilateral micro-inserts in terms of shape and positioning. No abnormal contrast opacification of fallopian tubes or abnormal contrast extravasation from the fallopian tubes into pelvic floor indicating complete tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 20179187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache, gerd, hypertension, viral syndrome, joint pain, dyspepsia, cough, pneumonia, vaginitis, vulvovaginitis, hiatal hernia, arrhythmia, menometrorrhagia, hand dermatitis, bacterial vaginosis, photophobia, hives, sexually transmitted disease, bunionectomy, anemia, vaginal discomfort, cystitis, depressive disorder, heart murmur, insomnia, aura, palpitation, induced abortion and cesarean section. Denies any headache, lightheadedness, dizziness, visual changes, chest pain, shortness of breath, or leg edema. Concomitant products included diazepam, ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe), ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe), famotidine, hydroxyzine, ibuprofen, lorazepam, nsaids, paracetamol (acetaminophen), propranolol and triamterene. On (b0(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain/pelvic pain"), abdominal pain ("abdominal pain"), anxiety ("psychology injury, psychological or psychiatric problems condition: anxiety and mental anguish,"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychology injury, psychological or psychiatric problems condition: depression"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2014, the patient experienced genital haemorrhage ("heavy irregular bleeding/bleeding- general abnormal bleed"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping, lower quadrant pain,"), migraine ("migraines"), alopecia ("hair loss"), headache ("headache") and eye swelling ("her eye swole up during a headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain lower, migraine, alopecia, abdominal pain, anxiety, hot flush, vaginal haemorrhage, urinary tract infection, depression, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, eye swelling, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, bladder/urinary problem, psych injury, fatigue, weight gain, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Optimal placement of bilateral micro-inserts in terms of shape and positioning. No abnormal contrast opacification of fallopian tubes or abnormal contrast extravasation from the fallopian tubes into pelvic floor indicating complete tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received : new events added: weight gain and reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.